Event description:
During tightening of the femoral adapter bolt, the plastic cap on the end of the bolt tightener wouldn't fit on the adapter. Something similar to rust then came out on the implant, and it had to be flashed before it could be used. The surgery was delayed approx 20 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.